Manufacturer narrative:
The investigation conducted by the field service engineer concluded that system error code #22003 experienced by the customer was associated with a pt side manipulator (psm) set-up joint (suj). The psm is an instrument arm located on the pt side cart, that provides the sterile interface for the endowrist instruments. The suj supports the instrument and camera arms and are also used to set up the initial positions of the arms. The system was repaired by replacing the suj potentiometer. The system error code #22003 functioned as designed and there was no injury to the pt. The da vinci s safety system determined the position of one or more joints on the specified suj, as measured by that joint's primary sensor, disagreed with the measurement from secondary sensor by more than the specified tolerance. Upon determining these conditions, the safety system put da vinci s in a recoverable safe state. As of (B)(4) 2009, there have been no reported recurrence of the issue at this hosp.

Event description:
It was reported that during a da vinci s surgical procedure, while docking to the pt, the site experienced non recoverable system error code #22003. With the assistance of an isi technical support engineer the site back drove the pt side manipulator (psm) robotic joint, and power cycled the system; however, the system fault recurred. The pt was under anesthesia and port incisions had been created when the surgeon made the decision to abort the planned surgical procedure. No pt harm, adverse outcome or injury was reported.